Event description:
It was reported that during testing, it was observed that the gun on the impactor device came apart/separated. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection due to trigger screw loose. It was further determined that the device failed pretest steps for visual assessment and impactor operation assessment. Additionally, it was determined that the device operated with low power, the rear housings were separated from the mid-plate apart and the trigger was loose. The rear housing separating from the mid-plate was due to the trigger screw coming loose which is consistent with normal wear. The kincise surgical impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. These are considered normal wear due to general tool degradation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.